Event description:
It was reported that during removal of the catheter after stent placement (off label use), the balloon tore off inside introducer sheath. The torn off segment of the balloon had to be removed surgically. No additional complications were reported.